Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the anvil broke off and was not returned. The inner component was also found to be stuck, the device is discolored and markings discolored and faded. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.

Event description:
It was reported that the ar-9233, broach, tsa glenoid pegged/keeled is broken. Additional information 3/25/2021 please note that the instrument was broken prior to the case, but it wasn¿t noticed until after the case start.